Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient experienced a reaction that consisted of a rash with redness, blisters, dry skin and a scar at the sensor patch adhesive. The patient had itching sensations in the area. The patient consulted a physician who prescribed a topical skin cream (unspecified). The area remained irritated more than 3 months after the event, and on (B)(6) 2022 the irritation had resolved. A scar was present more than 3 months after the skin reaction occurred. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.